Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal end of the left circumflex artery. A 24 x 2.25 promus premier drug-eluting stent was advanced; however, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
A2- age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus premier ous mr 24 x 2.25m stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the proximal end of the stent lifted and pulled distally. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal end of the left circumflex artery. A 24 x 2.25 promus premier drug-eluting stent was advanced; however, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.